Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found.

Event description:
It was reported that a patient presented with high thresholds on the right ventricular (rv) lead. Intervention was done to remove and replace the lead. No patient complications have been reported as a result of this event.